Manufacturer narrative:
The investigation into the hemolysis has been completed since the original report was submitted. The device was not returned by the user facility for investigation. Data logs were reviewed and motor current spike with an upward shift in placement signal and speed deviation while in p-9 was discovered. Purge pressure also increases, and flow dropped slightly. Patient was also concern for hit and a hypercoagulable state, thus act not maintained throughout support. The cause of the hemolysis issue most likely was biomaterial ingestion. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 39-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The us complainant had a bipella support ongoing with a cp-rp flex for the postop patient. The coronary artery bypass graft was done surgically. The rp flex was supporting for 23 hours when explanted for signs of hemolysis. The hemolysis was observed by urine color change and ldh labs.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.